Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that there was calcification on the tip of the right coronary cusp (rcc) and left coronary cusp (lcc) native leaflets. The left coronary artery height measured (B)(6) and the right coronary artery height measured (B)(6). The sinus of valsalva (sov) measured (B)(6). A pre-implant balloon aortic valvuloplasty (bav) was performed. During 80% deployment, coronary artery blood flow was confirmed, and blood pressure was stable. The valve was released, and the blood pressure gradually decreased. Echocardiogram indicated that there was no pericardial effusion. Angiography indicated that the left coronary artery was occluded. Percutaneous cardiopulmonary support was initiated, and blood pressure improved. It was attempted to access the left coronary artery by passing a wire through the inside of the valve frame but was unsuccessful. The wire was passed through the outside of the valve frame and the leaflets were pushed downwards using the wire as another wire was used to successfully access the left coronary artery. Subsequently, balloon angioplasty and stenting of the left coronary artery were performed successfully. Per the physician, it was suspected that the frame did not expand sufficiently during release and that the frame expanded with time causing the native leaflets to move upwards. It was suspected that the calcification at the tip of the native leaflets occluded the coronary artery. No additional adverse patient effects were reported.